Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and salpingitis ('one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography) on (B)(6) 2015, abdominal pain in (B)(6) 2015, pelvic pain female in (B)(6) 2015, uterine tenderness in (B)(6) 2015, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6) 2015, 6 days after hospitalization and 8 days after the first symptoms) in (B)(6) 2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, delivery (and was discharged on (B)(6) 2015) on (B)(6) 2015, hypomania from 2015 to (B)(6) 2017, asthenia in 2015, thrombophlebitis in 2015, breast reduction in 2012, endometritis (not having improved on (B)(6) 2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal mass, bacterial infection due to streptococcus, group b (diagnosed at the time of her delivery / septicemia or gynecological origin), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventoline with no clear triggers during the month), asthma, parity 4, dust allergy, pollen allergy, mite allergy and seafood allergy. During her hospitalization on (B)(6) 2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6) 2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6) 2016, the physician noted that there has been no exacerbation of asthma since (B)(6) 2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for allergic rhinitis: cetirizine; for an unreported indication: ventoline until (B)(6) 2020, coumadine in 2015, lovenox in 2015, amoxicillin infusion, lamictal, corticosteroids, aerius, hormonal contraception and symbicort400. Concurrent conditions included anxiety depression since 2013 and obesity. Family history included deep vein thrombosis (patient's maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced prolonged heavy periods ("severe hemorrhage for 15 days per month"). In (B)(6) 2016, the patient was found to have weight decreased ("she had lost 11 kgs"). In (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6) 2017, the patient experienced sinusitis ("sinusitis"). In (B)(6) 2017, the patient experienced abdominal distension ("bloating/ swelling of the abdomen over the course of the day"), nausea ("nausea"), diarrhoea ("diarrhea") and faeces discoloured ("discolored stools"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with inflammation, back pain ("lower back pain"), asthma ("aggravation of asthma"), dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols"), arthralgia ("pain in the ankles"), fatigue ("fatigue"), mood swings ("unstable mood"), acne ("acne"), bleeding menstrual heavy ("hemorrhage periods") and disturbance in attention ("concentration disorder") and was found to have forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"), heavy metal increased ("blood nickel levels of 1.2 ¿g per liter and titanium level of less than 0.5 ¿g per liter") and weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), omalizumab (xolair), tiotropium bromide monohydrate (spiriva) and surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, salpingitis, prolonged heavy periods, abdominal distension, back pain, asthma, dyspnoea exertional, forced expiratory volume decreased, heavy metal increased, arthralgia, fatigue, weight increased and mood swings had resolved and the nasopharyngitis, sinusitis, nausea, diarrhoea, faeces discoloured, acne, bleeding menstrual heavy, weight decreased and disturbance in attention outcome was unknown. The reporter provided no causality assessment for disturbance in attention with essure. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, asthma, back pain, diarrhoea, dyspnoea exertional, faeces discoloured, fatigue, forced expiratory volume decreased, heavy metal increased, mood swings, nasopharyngitis, nausea, prolonged heavy periods, salpingitis, sinusitis, weight decreased, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: essure insertion on (B)(6) 2016: one trailing coil on right,one trailing coil on left. On (B)(6) 2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6) 2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Blood test - on (B)(6) 2017: blood nickel levels of 1.2 g per liter, as well as a titanium level of less than 0.5 g per liter. Computerised tomogram - on (B)(6) 2015: abdominal-pelvic CT appearance testifying to thrombophlebitis of the right ovarian vein with inflammatory appearance of the right adnexal region, but its individualizable abscess collection. Thrombus discreetly overflowing in the lower cellar. There is a slight, predominantly right bilateral pleural effusion.; on (B)(6) 2016: 1 trailing coil on right and 1 trail coil on left. Implants control ok. Pathology test - on (B)(6) 2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. Physical examination - on (B)(6) 2017: annual monitoring on (B)(6) 2017: the patient had lost 11 kgs since (B)(6) 2016. The patient presented with acne and hemorrhage periods.; on (B)(6) 2020: consultation for asthma monitoring: control has been optimal for several years now, with no seizures and no intake of ventoline. She even resumed fairly intense physical activity. Respiratory examination without abnormality. Ultrasound pelvis - on (B)(6) 2021: pelvic ultrasound test performed for pelvic pain: unremarkable ultrasound scan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2021: patient information updated (weight/height); adverse event "concentration disorder" added; concomitant drug information updated; patient history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and salpingitis ("one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (and was discharged on (B)(6) 2015) on (B)(6) 2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, endometritis (not having improved on (B)(6) 2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal pain in (B)(6) 2015, pelvic pain in (B)(6) 2015, uterine tenderness in (B)(6) 2015, abdominal mass nos, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6) 2015, 6 days after hospitalization and 8 days after the first symptoms), dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography.) On (B)(6) 2015, streptococcal infection (diagnosed at the time of her delivery), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventolin with no clear triggers during the month.) And asthma. During her hospitalization on (B)(6) 2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6) 2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6) 2016, the physician noted that there has been no exacerbation of asthma since (B)(6) 2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for an unreported indication: amoxicillin infusion, hormonal contraception, symbicort400, corticosteroids, ventolin and aerius. Family history included deep vein thrombosis (patient's maternal grandmother). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("severe hemorrhage for 15 days per month"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of the abdomen over the course of the day"), back pain ("lower back pain"), arthralgia ("pain in the ankles"), fatigue ("fatigue"), asthma ("aggravation of asthma"), mood swings ("unstable mood") and dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols") and was found to have weight increased ("weight gain"), blood heavy metal abnormal ("blood nickel levels of 1.2 ¿g per liter and titanium level of less than 0.5 ¿g per liter") and forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, salpingitis, menorrhagia, abdominal distension, back pain, arthralgia, fatigue, weight increased, asthma, mood swings, blood heavy metal abnormal, dyspnoea exertional and forced expiratory volume decreased had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, asthma, back pain, blood heavy metal abnormal, dyspnoea exertional, fatigue, forced expiratory volume decreased, menorrhagia, mood swings, salpingitis and weight increased to be related to essure. The reporter commented: on 17-may-2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6) 2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2017: blood nickel levels of 1.2 ¿g per liter, as well as a titanium level of less than 0.5 ¿g per liter. Pathology test - on (B)(6) 2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and salpingitis ('one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography) on (B)(6) 2015, abdominal pain in october 2015, pelvic pain female in (B)(6) 2015, uterine tenderness in (B)(6) 2015, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6) 2015, 6 days after hospitalization and 8 days after the first symptoms) in (B)(6) 2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, delivery (and was discharged on (B)(6) 2015) on (B)(6) 2015, hypomania from 2015 to (B)(6) 2017, asthenia in 2015, thrombophlebitis in 2015, sexual disorder nos from 2015 to 2017, breast reduction in 2012, endometritis (not having improved on (B)(6) 2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal mass, bacterial infection due to streptococcus, group b (diagnosed at the time of her delivery / septicemia or gynecological origin), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventoline with no clear triggers during the month), asthma, parity 4, dust allergy, pollen allergy, mite allergy and seafood allergy. During her hospitalization on (B)(6) 2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6) 2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6) 2016, the physician noted that there has been no exacerbation of asthma since (B)(6) 2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for allergic rhinitis: cetirizine; for an unreported indication: ventoline until (B)(6) 2020, coumadine in 2015, lovenox in 2015, corticosteroids, aerius, symbicort400, hormonal contraception, amoxicillin infusion and lamictal. Concurrent conditions included anxiety depression since 2013 and obesity. Family history included deep vein thrombosis (patient's maternal grandmother). Concomitant products included copper (mona lisa cu) (B)(6) 2016 to (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced prolonged heavy periods ("severe hemorrhage for 15 days per month"). In (B)(6) 2016, the patient was found to have weight decreased ("she had lost 11 kgs"). In (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6) 2017, the patient experienced sinusitis ("sinusitis"). In (B)(6) 2017, the patient experienced abdominal distension ("bloating/ swelling of the abdomen over the course of the day"), nausea ("nausea"), diarrhoea ("diarrhea") and faeces discoloured ("discolored stools"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with inflammation, back pain ("lower back pain"), asthma ("aggravation of asthma"), dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols"), arthralgia ("pain in the ankles"), fatigue ("fatigue"), mood swings ("unstable mood"), acne ("acne"), bleeding menstrual heavy ("hemorrhage periods") and disturbance in attention ("concentration disorder") and was found to have forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"), heavy metal increased ("blood nickel levels of 1.2 g per liter and titanium level of less than 0.5 g per liter") and weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), lamotrigine (lamictal), omalizumab (xolair), oxazepam (seresta), tiotropium bromide monohydrate (spiriva) and surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, salpingitis, prolonged heavy periods, abdominal distension, back pain, asthma, dyspnoea exertional, forced expiratory volume decreased, heavy metal increased, arthralgia, fatigue, weight increased and mood swings had resolved and the nasopharyngitis, sinusitis, nausea, diarrhoea, faeces discoloured, acne, bleeding menstrual heavy, weight decreased and disturbance in attention outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, asthma, back pain, diarrhoea, disturbance in attention, dyspnoea exertional, faeces discoloured, fatigue, forced expiratory volume decreased, heavy metal increased, mood swings, nasopharyngitis, nausea, prolonged heavy periods, salpingitis, sinusitis, weight decreased, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: esssure insertion on (B)(6) 2016: one trailing coil on right,one trailing coil on left. On (B)(6) 2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6) 2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Essure removal on (B)(6) 2017, salpingectomy via laparoscopy with curettage. Pathological anatomy examination showed chronic salpingitis. Removal of essure was requested by the patient due to abdominal bloating, lumbar pain, metrorrhagia and abundant menstruations. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Blood test - on (B)(6) 2017: blood nickel levels of 1.2 g per liter, as well as a titanium level of less than 0.5 g per liter; on (B)(6) 2017: blood nickel dosage was normal, dosage or titanium was < 5mcg/l. Computerised tomogram - on (B)(6) 2015: abdominal-pelvic CT appearance testifying to thrombophlebitis of the right ovarian vein with inflammatory appearance of the right adnexal region, but its individualize abscess collection. Thrombus discreetly overflowing in the lower cellar. There is a slight, predominantly right bilateral pleural effusion.; on (B)(6) 2016: 1 trailing coil on right and 1 trail coil on left. Implants control ok. Pathology test - on (B)(6) 2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. Physical examination - on (B)(6) 2017: annual monitoring on (B)(6) 2017: the patient had lost 11 kgs since (B)(6) 2016. The patient presented with acne and hemorrhage periods.; on (B)(6) 2020: consultation for asthma monitoring: control has been optimal for several years now, with no seizures and no intake of ventoline. She even resumed fairly intense physical activity. Respiratory examination without abnormality. Ultrasound pelvis - on (B)(6) 2021: pelvic ultrasound test performed for pelvic pain: unremarkable ultrasound scan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: essure removal information updated; "mirena" concomitant drug changed for "mona lisa iud" as reported, additional treatment drugs added; lab data updated; patient history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and salpingitis ("one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (and was discharged on (B)(6) 2015) on (B)(6)2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, endometritis (not having improved on (B)(6) 2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal pain on (B)(6) 2015, pelvic pain female on (B)(6) 2015, uterine tenderness on (B)(6) 2015, abdominal mass, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6) 2015, 6 days after hospitalization and 8 days after the first symptoms), dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography). On (B)(6) 2015, bacterial infection due to streptococcus, group b (diagnosed at the time of her delivery / septicemia with gynecological point of departure), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventoline with no clear triggers during the month.), asthma, parity 4 and overweight. During her hospitalization on (B)(6) 2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6) 2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6) 2016, the physician noted that there has been no exacerbation of asthma since on (B)(6) 2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for an unreported indication: lovenox in 2015, "coumadin" in 2015, ventoline, lamictal, symbicort400, aerius, corticosteroids, hormonal contraception and amoxicillin infusion. Concurrent conditions included depressive state. Family history included deep vein thrombosis (patient's maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception as well as budesonide;formoterol fumarate (symbicort). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("severe hemorrhage for 15 days per month"). On (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis"). On (B)(6) 2017, the patient experienced sinusitis ("sinusitis"). On (B)(6) 2017, the patient experienced nausea ("nausea"), the first episode of abdominal distension ("bloating"), diarrhoea ("diarrhea") and faeces discoloured ("discolored stools"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with inflammation, the second episode of abdominal distension ("swelling of the abdomen over the course of the day"), back pain ("lower back pain"), arthralgia ("pain in the ankles"), fatigue ("fatigue"), asthma ("aggravation of asthma"), mood swings ("unstable mood") and dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols") and was found to have weight increased ("weight gain"), blood heavy metal increased ("blood nickel levels of 1.2 g per liter and titanium level of less than 0.5 g per liter") and forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"). The patient was treated with omalizumab (xolair) and surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, salpingitis, menorrhagia, the last episode of abdominal distension, back pain, arthralgia, fatigue, weight increased, asthma, mood swings, blood heavy metal increased, dyspnoea exertional and forced expiratory volume decreased had resolved and the nasopharyngitis, sinusitis, nausea, diarrhoea and faeces discoloured outcome was unknown. The reporter considered abdominal pain, arthralgia, asthma, back pain, blood heavy metal increased, diarrhoea, dyspnoea exertional, faeces discoloured, fatigue, forced expiratory volume decreased, menorrhagia, mood swings, nasopharyngitis, nausea, salpingitis, sinusitis, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: essure insertion on (B)(6) 2016: one trailing coil on right,one trailing coil on left. On (B)(6) 2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6) 2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Diagnostic results (normal ranges are provided in parenthesis if available): blood test: on (B)(6) 2017: blood nickel levels of 1.2 g per liter, as well as a titanium level of less than 0.5 g per liter.. Pathology test: on (B)(6) 2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. Most recent follow-up information incorporated above includes: on 26-apr-2019: concomitant condition, medical and drug history added. Patient fitted with mirena in the end of essure insertion for intermediary contraception. New events added: discolored stools, diarrhea, bloating, nausea, sinusitis and rhinopharyngitis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and salpingitis ('one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography) on (B)(6) 2015, abdominal pain in (B)(6) 2015, pelvic pain in (B)(6) 2015, uterine tenderness in (B)(6) 2015, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6) 2015, 6 days after hospitalization and 8 days after the first symptoms) in (B)(6) 2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, delivery (and was discharged on (B)(6) 2015) on (B)(6) 2015, endometritis (not having improved on (B)(6) 2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal mass, bacterial infection due to streptococcus, group b (diagnosed at the time of her delivery / septicemia or gynecological origin), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventoline with no clear triggers during the month), asthma and parity 4. During her hospitalization on (B)(6) 2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6) 2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6) 2016, the physician noted that there has been no exacerbation of asthma since (B)(6) 2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for an unreported indication: ventoline until (B)(6) 2020, lovenox in 2015, coumadine in 2015, lamictal, symbicort400, aerius, corticosteroids, amoxicillin infusion and hormonal contraception. Concurrent conditions included obesity and anxiety depression. Family history included deep vein thrombosis (patient's maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("severe hemorrhage for 15 days per month"). In (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6) 2017, the patient experienced sinusitis ("sinusitis"). In (B)(6) 2017, the patient experienced abdominal distension ("bloating/ swelling of the abdomen over the course of the day"), nausea ("nausea"), diarrhoea ("diarrhea") and faeces discoloured ("discolored stools"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with inflammation, back pain ("lower back pain"), asthma ("aggravation of asthma"), dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols"), arthralgia ("pain in the ankles"), fatigue ("fatigue") and mood swings ("unstable mood") and was found to have forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"), blood heavy metal increased ("blood nickel levels of 1.2 g per liter and titanium level of less than 0.5 g per liter") and weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), omalizumab (xolair) and surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, salpingitis, menorrhagia, abdominal distension, back pain, asthma, dyspnoea exertional, forced expiratory volume decreased, blood heavy metal increased, arthralgia, fatigue, weight increased and mood swings had resolved and the nasopharyngitis, sinusitis, nausea, diarrhoea and faeces discoloured outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, asthma, back pain, blood heavy metal increased, diarrhoea, dyspnoea exertional, faeces discoloured, fatigue, forced expiratory volume decreased, menorrhagia, mood swings, nasopharyngitis, nausea, salpingitis, sinusitis and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: esssure insertion on (B)(6) 2016: one trailing coil on right,one trailing coil on left. On (B)(6) 2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6) 2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on (B)(6) 2017: blood nickel levels of 1.2 g per liter, as well as a titanium level of less than 0.5 g per liter. Pathology test - on (B)(6) 2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. Physical examination - on (B)(6) 2020: consultation for asthma monitoring: control has been optimal for several years now, with no seizures and no intake of ventoline. She even resumed fairly intense physical activity. Respiratory examination without abnormality. Ultrasound pelvis - on (B)(6) 2021: pelvic ultrasound test performed for pelvic pain: unremarkable ultrasound scan. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and salpingitis ('one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography) on (B)(6) 2015, abdominal pain in (B)(6) 2015, pelvic pain female in (B)(6) 2015, uterine tenderness in (B)(6) 2015, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6) 2015, 6 days after hospitalization and 8 days after the first symptoms) in (B)(6) 2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6) 2015, delivery (and was discharged on (B)(6) 2015) on (B)(6) 2015, breast reduction in 2012, endometritis (not having improved on (B)(6) 2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal mass, bacterial infection due to streptococcus, group b (diagnosed at the time of her delivery / septicemia or gynecological origin), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventoline with no clear triggers during the month), asthma, parity 4, dust allergy, pollen allergy, mite allergy and seafood allergy. During her hospitalization on (B)(6) 2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6) 2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6) 2016, the physician noted that there has been no exacerbation of asthma since (B)(6) 2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for an unreported indication: ventoline until (B)(6) 2020, lovenox in 2015, coumadine in 2015, lamictal, symbicort400, aerius, corticosteroids, amoxicillin infusion and hormonal contraception. Concurrent conditions included obesity and anxiety depression. Family history included deep vein thrombosis (patient's maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced prolonged heavy periods ("severe hemorrhage for 15 days per month"). In (B)(6) 2016, the patient was found to have weight decreased ("she had lost 11 kgs"). In (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6) 2017, the patient experienced sinusitis ("sinusitis"). In (B)(6) 2017, the patient experienced abdominal distension ("bloating/ swelling of the abdomen over the course of the day"), nausea ("nausea"), diarrhoea ("diarrhea") and faeces discoloured ("discolored stools"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with inflammation, back pain ("lower back pain"), asthma ("aggravation of asthma"), dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols"), arthralgia ("pain in the ankles"), fatigue ("fatigue"), mood swings ("unstable mood"), acne ("acne") and menorrhagia ("hemorrhage periods") and was found to have forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"), blood heavy metal increased ("blood nickel levels of 1.2 g per liter and titanium level of less than 0.5 ¿g per liter") and weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), omalizumab (xolair) and surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, salpingitis, prolonged heavy periods, abdominal distension, back pain, asthma, dyspnoea exertional, forced expiratory volume decreased, blood heavy metal increased, arthralgia, fatigue, weight increased and mood swings had resolved and the nasopharyngitis, sinusitis, nausea, diarrhoea, faeces discoloured, acne, menorrhagia and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, arthralgia, asthma, back pain, blood heavy metal increased, diarrhoea, dyspnoea exertional, faeces discoloured, fatigue, forced expiratory volume decreased, mood swings, nasopharyngitis, nausea, prolonged heavy periods, salpingitis, sinusitis, weight decreased, weight increased and menorrhagia to be related to essure. The reporter commented: esssure insertion on (B)(6) 2016: one trailing coil on right,one trailing coil on left. On (B)(6) 2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6) 2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on (B)(6) 2017: blood nickel levels of 1.2 ¿g per liter, as well as a titanium level of less than 0.5 ¿g per liter. Computerised tomogram - on (B)(6) 2015: abdominal-pelvic CT appearance testifying to thrombophlebitis of the right ovarian vein with inflammatory appearance of the right adnexal region, but its individualizable abscess collection. Thrombus discreetly overflowing in the lower cellar. There is a slight, predominantly right bilateral pleural effusion.; on (B)(6) 2016: 1 trailing coil on right and 1 trail coil on left. Implants control ok. Pathology test - on (B)(6) 2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. Physical examination - on (B)(6) 2020: consultation for asthma monitoring: control has been optimal for several years now, with no seizures and no intake of ventoline. She even resumed fairly intense physical activity. Respiratory examination without abnormality; on (B)(6) 2017: annual monitoring on (B)(6) 2017: the patient had lost 11 kgs since (B)(6) 2016. The patient presented with acne and hemorrhage periods.. Ultrasound pelvis - on (B)(6) 2021: pelvic ultrasound test performed for pelvic pain: unremarkable ultrasound scan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021: the follow information were added medical history, laboratory data, on events acne, hemorrhage periods, she had lost 11 kgs. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and salpingitis ('one of the tubes shows the presence of a chronic focus of salpingitis on pathological examination') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnea (requiring a modification of the patient's management in the light of a potential pulmonary embolism, which would eventually be ruled out the next day during a CT angiography) on (B)(6)2015, abdominal pain in (B)(6)2015, pelvic pain female in (B)(6)2015, uterine tenderness in (B)(6)2015, ovarian vein thrombosis (she had to be transferred to intensive care. The diagnosis of thrombophlebitis was made on (B)(6)2015, 6 days after hospitalization and 8 days after the first symptoms) in (B)(6) 2015, postpartum pain (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6)2015, postpartum pyrexia (the doctors told that it was part of the lactation process and that the situation was normal) on (B)(6)2015, delivery (and was discharged on (B)(6)2015) on (B)(6)2015, endometritis (not having improved on (B)(6)2015, the patient decided to go to the maternity ward, and she was admitted for "postpartum fever - suspected endometritis" in the maternity ward.), abdominal mass, bacterial infection due to streptococcus, group b (diagnosed at the time of her delivery / septicemia or gynecological origin), rhinitis (which stops by taking aerius and topical corticosteroids), respiratory disorder (controlled by ventoline with no clear triggers during the month), asthma and parity 4. During her hospitalization on (B)(6)2015, the patient's medical history was not recorded, although it was when she was admitted to intensive care. As a result of her cardiovascular episode, the patient was no longer able to use hormonal contraception. Before the essure insert was positioned, on (B)(6)2015, a chest physician stated that the asthma was well controlled and that from a respiratory point of view, she was currently pretty well. Functional follow-up was quite satisfactory with fev1 in the normal range. On (B)(6)2016, the physician noted that there has been no exacerbation of asthma since (B)(6)2014, although the asthma was still not controlled with symbicort400, there are indeed breathing difficulties on effort and in the early morning. On an unspecified date, an anatomical and pathological examination was performed on the fallopian tubes, which showed: "one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils". Previously administered products included for an unreported indication: ventoline until (B)(6)2020, lovenox in 2015, coumadine in 2015, lamictal, symbicort400, aerius, corticosteroids, amoxicillin infusion and hormonal contraception. Concurrent conditions included obesity and anxiety depression. Family history included deep vein thrombosis (patient's maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6)2016 for contraception. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced menorrhagia ("severe hemorrhage for 15 days per month"). In (B)(6)2016, the patient experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6)2017, the patient experienced sinusitis ("sinusitis"). In (B)(6)2017, the patient experienced abdominal distension ("bloating/ swelling of the abdomen over the course of the day"), nausea ("nausea"), diarrhoea ("diarrhea") and faeces discoloured ("discolored stools"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with inflammation, back pain ("lower back pain"), asthma ("aggravation of asthma"), dyspnoea exertional ("symptoms of effort almost daily and there were two exacerbations requiring the use aerosols"), arthralgia ("pain in the ankles"), fatigue ("fatigue") and mood swings ("unstable mood") and was found to have forced expiratory volume decreased ("deterioration in respiratory function, with fev1 slightly below 80%"), blood heavy metal increased ("blood nickel levels of 1.2 ¿g per liter and titanium level of less than 0.5 ¿g per liter") and weight increased ("weight gain"). The patient was treated with budesonide;formoterol fumarate (symbicort), omalizumab (xolair) and surgery (bilateral salpingectomy with removal of the essure inserts on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, salpingitis, menorrhagia, abdominal distension, back pain, asthma, dyspnoea exertional, forced expiratory volume decreased, blood heavy metal increased, arthralgia, fatigue, weight increased and mood swings had resolved and the nasopharyngitis, sinusitis, nausea, diarrhoea and faeces discoloured outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, asthma, back pain, blood heavy metal increased, diarrhoea, dyspnoea exertional, faeces discoloured, fatigue, forced expiratory volume decreased, menorrhagia, mood swings, nasopharyngitis, nausea, salpingitis, sinusitis and weight increased to be related to essure. The reporter commented: esssure insertion on (B)(6)2016: one trailing coil on right,one trailing coil on left. On (B)(6)2017, the physician noted that despite the intensification of treatment, the patient still has uncontrolled asthma, with at least three exacerbations requiring corticosteroids, daily breathing difficulties on effort and at night requiring the use of bronchodilators. Her physician also commented that given the background and the worsening fev1, which was at 70% of theoretical values at the time of this report, was appropriate to indicate treatment with xolair, which, considering her weight and current ige level, will be prescribed at a dosage of 450 mg subcutaneously every 4 weeks with reassessment of efficacy at 4 months. However, in parallel, the patient sought information about essure, and decided to have the device removed. After the essure insert had been removed and administration of xolair, exacerbations decreased, the patient's symptoms gradually diminished and ultimately disappeared. On (B)(6)2018 her physician noted that fast-acting bronchodilator use was very moderate, there was no night waking and e.n.t. Symptoms also were well controlled, and informed that at the same time, the patient had essure device removed, which she had tolerated very poorly at the general and abdominal level. However, they have little information on interactions with respiratory problems but as these inserts contain nickel it was not out of the question that there may be adverse reactions including those of a respiratory nature. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on (B)(6)2017: blood nickel levels of 1.2 g per liter, as well as a titanium level of less than 0.5 g per liter. Pathology test - on (B)(6)2017: one of the tubes shows the presence of a chronic focus of salpingitis at which the tubal epithelium is partially ulcerated, replaced by a fibrous tissue containing lymphocytic and plasmocytic inflammatory elements and a very few polymorphonuclear neutrophils. Physical examination - on (B)(6)2020: consultation for asthma monitoring: control has been optimal for several years now, with no seizures and no intake of ventoline. She even resumed fairly intense physical activity. Respiratory examination without abnormality. Ultrasound pelvis - on (B)(6)2021: pelvic ultrasound test performed for pelvic pain: unremarkable ultrasound scan. Most recent follow-up information incorporated above includes: on 19-jan-2021: the following information was added: patient's height and weight, medical history and laboratory data. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.